Event description:
Boston scientific received information that at a routine follow up, high pacing impedance measurements of greater than 2000 ohms were noted on this left ventricular (lv) lead along with elevated lv thresholds. An x-ray was taken and no evidence of lead fracture was noted. The lv lead configuration was reprogrammed and the physician will continue to monitor the lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead was modified electrically and remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received additional information information that four months after the original reprogramming to remedy the impedance issue, high pacing impedance levels on this left ventricular (lv) lead were one again noted to be above 2000 ohms. Additionally, it was reported that in addition to the high thresholds, loss of capture on the lead was also noted both at this time and at the of the original allegation. The physician suspected a lead fracture was the root cause of the issue. The lead was reprogrammed once again and impedances stabilized near 2000 ohms. The physician will continue to monitor the lead at this time with no further remedial action taken. No adverse patient effects were reported.